Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Device product code - ni, expiration date - ni, date explanted - ni, reporter name - ni, (B)(4), manufacture date ¿ ni. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. Surgeon would not release device.

Event description:
A patient who underwent a total right knee arthroplasty approximately 20 years ago was revised on (B)(6) 2016 due to instability caused by wear of the tibial bearing and patella button. The tibial bearing and patella were removed and replaced.